Event description:
This case is cross referenced with case: (B)(4) (cluster). This unsolicited case from united states was received on 26-dec-2017 from a non-healthcare professional this case concerns a (B)(6) female patient who received treatment with synvisc one and on the same day couldn't walk, after unknown latency, legs were swollen/ feet were swollen, swelling/ puffiness and pain. Also device malfunction was identified for the reported lot number. The patient had past treatment with synvisc (3 injection series; past reaction occurred on the second injection and had she known this was what the physician was giving, she would have refused; first injection was normal) and hyaluronate sodium (euflexxa). The medical history included swelling, pain (right knee was worse than the left knee), diabetes (diabetes was under control, but could be better) and high blood pressure. She has no prosthetic devices, no allergies, and her overall health was decent. She was not on any immunosuppressants. On (B)(6) 2017, the patient initiated treatment with intra-articular synvisc one injection at a dose of 6 ml once into both the knees for knee pain (batch/lot number: 7rsl021 and expiry date: unknown). It was reported that the area was cleaned with a topical disinfectant and sprayed with something to numb the area, but no other products were injected. The physician provided the injection and opened the package in front of her. It was reported that the patient came home and iced the knees that afternoon and night. That night, patient tried to go to the bathroom close to the bed in the master bedroom, and couldn't walk. It was reported that the patient had to hold on to the dresser and night stand to get there and back. On an unknown date in (B)(6) 2017, the patient had swelling and pain, with the right knee worse than the left. The pain in the right knee was severe. It was reported that the patient iced the knees, 20 minutes on and 20 off, and stayed in bed the next day. She used a cane to get around. It was reported that the pain in the right knee was severe, and the swelling was excessive. Her legs and feet were swollen as well. It was reported that the patient's right knee was swollen above the knee and on both sides. On the cruise, she had comments that it was her heart and she should check this out due to the puffiness. She had to rest in bed a lot on the cruise to manage the swelling and pain. The right side was swollen about 3-4 inches more than normal. It was reported that the left knee was not as bad as the right, although the interior of the left knee was painful. No fever was reported. Corrective treatment: cane for couldn't walk; iced the knees for pain, swelling/ puffiness; not reported for legs were swollen/ feet were swollen and device malfunction outcome: unknown for all the events an investigation was initiated as a result of an unexpected increase in the number of labelled adverse events received from the us market for synvisc one, lot 7rsl021. The product met all release testing at time of manufacture in june 2017. Retain samples were retested due to the unexpected increase in adverse events. Higher than expected endotoxin results were obtained. In addition, the presence of microbial contamination was also confirmed. The cause of these events was under investigation. Once this investigation would be completed, corrective and preventive actions would be implemented. Seriousness criteria: disability for device malfunction and couldn't walk pharmacovigilance comment: sanofi company comment dated 2-jan-2018: this case concerns a patient who has received synvisc one injection from the recalled lot and later was not able to walk and experienced swelling of legs, knees and pain in both knees. A temporal relationship can be established with the product administration. Furthermore, the concerned lot number has been identified to have malfunction by the company. Therefore, the causal relationship of the events to the products cannot be excluded.